Event description:
The customer reported that the machine was leaking cidex opa. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse checked the unit, but was not able to duplicate a leak. The incoming water pressure exceeded the recommended pressure. This problem was outside of the unit and not an adjustment that could be made by asp. The customer had the water pressure adjusted to the right settings. The fse was able to complete the repair, and now the system is operating according to manufacturer's specifications.